Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 406 mg/dl, 189 mg/dl, 359 mg/dl and 176 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she took her normal 16 units of lantus after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.